Event description:
Plastic rim tire failed when being filled with air from a compressor.

Manufacturer narrative:
Wheel was part of recall. Dealer knew of the recall but sold the wheel to his customer. Dealer is an independent contractor.